Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pl5829, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5093594.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle had the tip break off when soft tissue was being sutured. This was retrieved from the patient. There was no harm to the patient. No additional information was provided.